Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the customer's site. The fse checked and found that ¿normal screen iabp is not showing signs of failure. The iabp monitor is normal. The fse reviewed all the calibration factors and performed functional and safety checks per factory specifications, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported during routine check that the cs100 intra-aortic balloon pump (iabp) screen was "streaked." There was no patient involvement; thus, no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation), (component codes), (health effect-impact codes), h10.